Event description:
Boston scientific received information that this patient was standing in line at the (B)(6) holding a stack of lumber when a shock occurred. Noise was generated due to the stress on the pectoral muscle and the heavy load caused an increased heart rate. The noise was over sensed resulting in anti-tachycardia pacing (atp) therapy and the reported shock. Pocket manipulation and isometrics re-produced the noise and intermittent pacing impedance measurements greater than 2000 ohms. A lead fracture was not confirmed via x-ray. However, a lead fracture was suspected and the lead was removed from service and replaced. The device was also removed from service and replaced. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The device is being evaluated in our post market quality assurance laboratory. This product issue will be updated when analysis is complete.

Event description:
--

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.the device field observations were not confirmed. Visual evidence showed that the rv lead had been under inserted which may have caused the observations noted in the field.